Event description:
It was reported the patient's device was "not working." The patient needed to turn stimulation off for a head MRI. No symptoms, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v436019, implanted: (B)(6) 2010, product type: lead. (B)(4).